Manufacturer narrative:
The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: the complaint device was not returned. Six emeraldc30 cartridges were returned in their original package. Visual inspection at 10x microscope magnification was performed. All cartridges were returned sealed and unused. No product damage and/or tip defect were observed on the returned units. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), the tip part of the cartridge was deformed. No patient injury reported. No additional information was provided to abbott medical optics.